Event description:
Related manufacturing reference number: 2017865-2024-01410, related manufacturing reference number: 2017865-2024-01411. It was reported that the patient presented to the hospital for a scheduled unrelated procedure. During the procedure, it was noted that the right atrial (ra) lead and the pulse generator was oversensing external noise resulted in inappropriate mode switch episodes and both the ra lead and the pulse generator also exhibited undersensing. It was also reported that the right ventricular (rv) lead was oversensing external noise and also exhibited undersensing. No intervention was performed. The patient was in stable condition.